Manufacturer narrative:
Retainer ring=black. Patient returned product with allegation of damage middle of pump near the belt clip area, pump error 81 and pump error 82 alarms on (B)(6) 2021. P-cap locked in place properly during testing. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. No pump error 81 or 82 alarm noted during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review no evidence was recorded in download history files, no pump error 81 or 82 were recorded. Proceed it by cutting unit open and perform a visual inspection of all connectors and electronic assemblies. During visual inspection of electronic assemblies and motor, no moisture damage was noted. Unit was received with cracked case(battery tube) and cracked battery tube threads. In conclusion, no pump error 81 or 82 alarm noted during testing or in download history files. Unit functioning properly. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer was able to clear alarm. Customer was able to rewind alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.